Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the battery compartment is cracked from threads down to the case seal on the side. There was moisture corrosion observed in the battery canister and on the battery cap. Leak test failed due a battery compartment leak. The battery cap is able to fit, the pump is unable to power up and it¿s completely unresponsive with the use of returned and test caps. Unable to verify steps and to adequately investigate reported ¿short battery life¿ complaint. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the pcb or to the cgm module.